Event description:
Refrence number (B)(4). Event occured in netherlands. It was reported that the patient faced low blood glucose level event and eventually got hospitalized on (B)(6) 2026. The patient was treated with intravenous medications and carbs. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.